Event description:
Country of complaint: (B)(6). Needle detached from suture.

Manufacturer narrative:
Manufacturing site evaluation: samples received: none, received photos. There are no previous complaints of this code/batch. There are (B)(4) units of OEM stock. No samples received, have received pictures of sutures with detached needles. Thread was still wound on the support card in 6 of 7 packs. The needle attachment of the samples from OEM stock were tested and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM had opened a corrective action in order to avoid this kind of incidents in the future.